Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The spacer block broke during the sterilization process. It was not used on the patient.

Manufacturer narrative:
The spacer block broke during the sterilization process. It was not used on the patient. The der indicates no surgical delay was caused and no piece of instrumentation was left in the patient. Conclusion and justification status: following investigation by bioengineering, it was concluded that: the above complaint is justified due to the design of the instrument. However, the incidence of complaint is extremely low and has not resulted in patient harm. The complaint rates observed to date are line or better than the occurrence of harm detailed in the associated dfmea and therefore there is no planned action from a design perspective. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.